Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that the cuff of a smiths medical portex blue line ultra cuffed tracheostomy tube "punctured during cannula insertion". No adverse patient effects were reported.